Event description:
When a new dexcom sensor is inserted, it is wildly inaccurate for the first 12 hours. Because of this, I overlap my sensors, since my insulin pump makes treatment decisions based on the sensor's readings. Please see the attached image showing the new vs old sensor over a 10-hour period. New sensor was inserted around 10 pm and you can see how it goes up and down and around while the old sensor (the more solid, usually upper line) stay solid. At one point there was over a 120 mg/dl difference between the two sensors. If I followed the FDA and dexcom's instructions and only waited the 15-minute warm-up period, not only would I have gotten no sleep from all the false low alarms, but my blood sugars would have been through the roof as my tandem mobi trusted dexcom's readings and stopped my insulin, despite my blood sugars being slightly high most of the night. This is not just an issue with this individual sensor, this is an issue with every sensor. This is extremely dangerous since our insulin delivery devices are making treatment decisions based off this wildly inaccurate information, and can easily result in long-term bodily damage or even death. Ref report: mw5162128.